Event description:
The customer reported obtaining low anion gaps for patient results involving sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The customer indicated na results were low. The patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer performed their own troubleshooting over the phone with beckman coulter technical specialist (cts) and replaced the na electrode to resolve the issue. The customer verified analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).